Event description:
The customer returned the duodenovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, corrosion on bending section covering was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.